Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition.